Manufacturer narrative:
We were unable to search the device history record as a lot number was not provided. The sample was not returned to kimberly-clark, by the customer for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating that while extubating a patient the respiratory therapist believed all the air had been removed from the et tube cuff. Once the tube was removed it was observed that the cuff was fully inflated (i.e., no air was removed). No mention of injury to patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).